Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up when sending images to pacs. No patient serious injury or death was reported related to this event.